Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results. The following information was provided by the initial reporter. The customer stated: "when the rpr test (for syphilis) is performed using sst ii tubes (cat# 367528) with (B)(4) reagent for rpr test, the test values become high. There may be something wrong with the tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results. The following information was provided by the initial reporter. The customer stated: "when the rpr test (for syphilis) is performed using sst ii tubes (cat#367528) with shino-test corporation's reagent for rpr test, the test values become high. There may be something wrong with the tubes."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. It is inherent in immunoassay calibration curves (and especially as in this method of turbidity measurement) to have a degree of variation. This customer has reported their observations of ¿higher than normal¿ absorbance readings with sstii tubes vs sst. Various factors listed in the product insert include the following: freezing and thawing of specimen, bilirubin, rh factor, hemolysis, etc. Preanalytical variation is a common issue in many assays of this type. The customer¿s observation of variation in absorbances, without a change in the final result interpretation, is not uncommon. It is the precise reason for the generous range for negative absorbance. This complaint is not confirmed for ¿higher than expected¿ results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.